Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) female child patient faced a bent cannula that led to high blood glucose level of 516 mg/dl which they tried to treat with a correction bolus via the pump. Reportedly, the kinked cannula symptoms/issue were noticed after three hours of insertion. The infusion set had been used for twenty-four hours. Consequently, on (B)(6) 2021, she went to the emergency room due to high blood glucose level, and diabetic ketoacidosis. She had high ketone levels which her health care professional assessed it as dangerous/life threatening. She stayed in the emergency room for fifteen hours. During hospitalization she was administered fluids of saline, insulin, and an unspecified drug intravenously (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. However, it is stated that this issue also occurred four times since that date and they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.